Manufacturer narrative:
D4- UDI number was not provided by customer vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that the bellavista detects spontaneous breathing of the patient at 100 percent oxygen. However, minute volume increases sharply, and fluttering noises occur inside the device. No patient harm.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation. The exact root cause was unable to be determined. No dosing related alarms were visible during this time, measured value and calculated values are correct. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.